Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : it was reported that the needles detached or separated.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-22. H6: investigation summary: customer returned 7 syringes in a pouch labeled for 0.5ml, 31 gauge, 8mm syringes from lot 1102549. The syringes have all had their needle shields and hubs separate from the barrels. The hub has become lodged inside the shield. Additionally, the connectors at the distal tip of the barrels have all broken off and are likewise stuck in the needle shield with the hub. A review of the device history record was completed for batch# 1102549. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue for hub separates (needle assembly separate).

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter: it was reported that the needles detached or separated.